Event description:
The reporter stated a 13.2mm micl 13.2 implantable collamer lens tore during loading and it was unknown if there was patient contact or if the lens was inserted and removed. There was no patient injury and the backup lens was implanted.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; torn material. Evaluation codes: results: visual inspection of the returned product found pieces of both haptics torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).